Event description:
It was reported that after centrifugation with 3 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of the samples. The following information was provided by the initial reporter, translated from chinese to english: stage: after centrifugation on the machine, defects; found no separation of the gel, quantity: 3 sticks, impact: no other adverse effects on patients.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and showed 3 tubes with missing gel and insufficient gel. Poor barrier separation of the samples was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no gel issues were found. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing /insufficient gel and poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 3 bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of the samples. The following information was provided by the initial reporter, translated from chinese to english: stage: after centrifugation on the machine defects; found no separation of the gel quantity: 3 sticks. Impact: no other adverse effects on patients.